Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse found debris inside the eic valve which was removed and the eic worked properly. The fse verified the system performance. Based on qa contact with the fse on (B)(4) 2013 via phone, the fse indicated that the debris removed from the eic were little pieces of rubber. Rubber debris inside the eci caused this event. (B)(4).

Event description:
A customer contacted beckman coulter (bec) and reported that during replacement of the carbon dioxide (co2) acid reagent they noticed that the eic (electrolyte injection cup) overflow. Customer was not alerted to any instrument flags or error messages prior to observing the leak. A customer technical support (cts) assisted the customer with pulling the eic apart, blowing air through the ports and reassembly. However, the flooding was still observed. The customer was wearing personal protective equipment (ppe), consisting of gloves and eye protection when the leak was discovered. No exposure or injury occurred to the laboratory personnel due to the leak. The laboratory does have an emergency chemical spill plan in place. The material safety data sheets (msds) were not consulted in this case; however, the customer does have access to the msds. The controls were within range at the beginning of the shift. No erroneous results were generated or reported out of the lab in connection to this event.